Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was foreign material in sterile packaging

Manufacturer narrative:
Alleged failure: unopened disposable arthroscopic shaver look like it had tissue in it. The failure identified in the investigation is consistent with the complaint record. The probable root cause/s could be environmental conditions, inadequate cleaning process, qc incoming and in-process inspections. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was foreign material in sterile packaging.